Event description:
An open hernia repair was performed using an intraperitoneal onlay mesh for a recurrent parastomal hernia after two previous mesh repairs in a (B)(6)-year-old male patient. Around the stoma and in the right hemiabdomen, the mesh was fixed with absorbable tackers (absorbatack fixation device 5mm; covidien, dublin, ireland). Results on postoperative day 2, the patient was reoperated because of a dislocated tacker that eroded and perforated the fundus region of the gallbladder. Putatively, tacker dislocation occurred owing to imbalanced traction forces. Initially, the mesh was fixed with absorbable tackers around the stoma on the right and transmuscular suture fixation was carried out on the left abdominal side. On revision surgery, tension forces to the right were therefore neutralised by additional transmuscular sutures on the right side. After an uneventful first day, the abdominal drain showed biliary ascites. Owing to a suspected small bowel leak after extended adhesiolysis, the patient was taken immediately to the operating room for a relaparotomy. A perforation of the gallbladder was discovered opposite a tacker. Displaced tackers were removed and replaced by transfascial sutures, and the revision was completed with a cholecystectomy. The further postoperative course was uneventful and he fully recovered from surgery.

Manufacturer narrative:
(B)(4).